Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device solder joint was found to be open, resulting in an electrical discontinuity. The observed external device anomaly resulted in damage to the transformer solder joints connecting to the hybrid. This directly caused the inability to charge properly and is attributed to the reported failure. The no reason code pors were also related to the inability of the device to charge properly due to the damage to the transformer solder joints.

Event description:
It was reported that shortly after the patient was struck with a baseball, the right ventricular (rv) lead alerted for measured high pacing impedance. A replacement was attempted, but they found the vein occluded. Currently, the lead remains in use. It was later reported that the patient complained of chest pain from the ¿broken lead.¿ additionally, the implantable cardioverter defibrillator (ICD) device was reported with a high voltage problem when it experienced a power on reset (por), which stopped capacitor charging and resulted in loss of telemetry. An electrical reset occurred both times the clinician tried to charge the capacitors. The resets were cleared and the device was restored to normal settings. The device remains in use, but the patient was referred to another facility for extraction and planned replacement of the lead and device. It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.